Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the insulation of the right ventricular (rv) lead appeared twisted, which was confirmed by visual examination. The rv lead was not used and was replaced on (B)(6) 2026. The patient was in stable condition.